Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the hcp was talking with another nurse who originally trained him on pumps, but now worked for a different physician. The nurse told him that she had seen pumps that stopped before the elective replacement indicator (eri) period was supposed to be over but did not have any details. The reporter did not know any patient details. No further complications were reported/anticipated or expected.